Event description:
Customer stated he had an issue with the cushion going flat. He has no feeling in the lower part of his body, so he did not notice the cushion had gone flat until the end of the day. He claims this directly caused a pressure injury.

Manufacturer narrative:
The customer stated he has a pressure injury due to cushion going flat, but roho, inc. Has not seen medical records to confirm this.the cushion was returned and the evaluation report is attached. Damage is consistent with cushion not being used as instructed. If roho, inc. Becomes aware of additional, relevant information, a follow up report will be submitted. Cushion operation manual contains safety information related to checking skin frequently for redness or bruising and instructions for determining if cushion was set up properly.